Manufacturer narrative:
It was initially believed that the awareness date was may 21, 2026, as this was when the imris post market specialist received an email from the siemens post market surveillance specialist containing FDA medwatch report # 5187328. Upon further review and investigation, imris determined that the actual date of awareness was may 1, 2026, when the site's intraoperative MRI technologist emailed imris's clinical application specialist regarding an issue. This MDR is being submitted due to the length of the procedural delay under anesthesia reported by the end user. The end user confirmed that no serious injury or harm occurred to the patient. A follow up report will be submitted if additional information becomes available during our investigation.

Event description:
Per email communication from an intraoperative MRI technologist, a patient undergoing a one trajectory visualise litt procedure using rosa guided navigation remained under anesthesia for more than one hour, resulting in an extended procedural delay. According to the site, the procedure was completed successfully, and no serious harm or injury to the patient was reported.